Manufacturer narrative:
Even date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7084236.

Event description:
It was reported that patient experienced increased right side sharp pain and difficulty breathing. Symptoms of lead migration and undesired stimulation in thoracic spine region were noted. The patient underwent a lead revision procedure and was doing well postoperatively.